Event description:
On august 25, 2006 the lay user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately low. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient obtained a 93 mg/dl on the reported meter, while experiencing weakness in the arms and numbness. No actions were taken following the use to the meter that would affect her blood glucose levels. One hour later, she tested 295 mg/dl on her physician's meter. No treatment was received. The customer care advocate verified that the unit of measurement was set correctly. The patient was correctly cleaning the puncture area and using the correct testing technique. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient obtained a relatively normal result of 93 mg/dl, while experiencing symptoms, and tested 295 mg/dl on another meter one hour later.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.